Manufacturer narrative:
The field service engineer changed the pinch valves. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cortisol ii assay on a cobas 8000 e801 module. The sample initially resulted in a cortisol value of 634 ¿g/l. The questionable sample was repeated, resulting in a value of 88.4 ¿g/l. The cortisol reagent lot and the expiration date were requested, but not provided. The questionable result was not reported outside of the laboratory.